Event description:
The customer reported the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the service representative reseated all circuit boards and connections.